Manufacturer narrative:
The unknown particle was sent to chemistry for further analysis where energy dispersive spectroscopy (eds) detected iodine, chloride and sodium from the unknown material. The detected elements are typical for use in this type of procedure. Iodine is typically found in contrast medium and sodium and chloride are components of normal saline, both of which are commonly used in these types of procedures.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Associated MDR report #2015691-2019-00924.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Event description:
It was reported by the customer that two fogarty catheters from different lot numbers failed to passively deflate during use. For each balloon, the clinician first tried to troubleshoot by deflating the balloon using a 3cc syringe. They tried this several times without success. A 10cc syringe was then attached and deflation was again attempted; however, they were still unable to deflate the balloon. Leaving the wire in, they pulled the fogarty and sheath out at the same time and re-inserted a new sheath. There was no patient injury. Patient demographics were requested and not provided.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw405f35 catheter. Balloon inflation testing was performed and back pressure was observed, indicating occlusion from the balloon inflation lumen. Cut down was performed on the catheter body. The balloon inflation lumen was found to be occluded with an unknown radiopaque, clear crystal particulate throughout the lumen. Both the balloon and windings were intact. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency was observed from the catheter body. The unknown particle was sent to chemistry for further analysis and a supplemental report will be sent with the investigation results. The customer report of "failed to deflate" was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Deflation difficulty with the fogarty catheter can impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.